Manufacturer narrative:
Report from fire investigators revealed, the garage electrical receptacle was believed to be from the 1950 era and the extension cord from the 1960's. Notable was the fact that it was not grounded as the third prong was missing. Also engineer noted several frayed spots on the extension cord.

Event description:
Heating pad suspected in house fire. Unable to positively identify product due to destruction in fire. The heating pad was being used as a pet warmer in a cat box on the exterior porch. It was plugged into a 75' extension cord. No injuries reported.